Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? They have been using this device for 6 months. Very experienced where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible sound as well as green check mark. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 complete 360. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Donuts were inspected and intact were there any issues noted with staple formation? If so, please describe the shape and location. No initial issues detected. Was a leak test performed? If so, what type and what was the result? Yes, leak test was performed. No indications of leak. Was the staple line visualized endoscopically during the initial surgical procedure? Didn¿t use endoscopic procedure. How was the leak identified? Post op. What was observed at the site of the leak upon reoperation? Defect at the stale line. Were there any issues noted with staple formation at any point throughout the care of the patient? No issues noted. Will the colostomy be reversed? The intent is to reverse. What is the current status of the patient? Recovering.

Event description:
It was reported that the doctor performed a laparoscopic low anterior resection on a patient, using a cdh29p circular stapler on (B)(6) 2019. The patient was discharged and returned to the hospital on (B)(6) and an anastomotic leak was discovered. A different doctor performed a colostomy, the tissue was well perfused, found a two cm defect on the right side of the colon. The doctor was unable to visualize any staples or staple formation. The patient is stable.